Event description:
Procedure: lobectomy. According to the reporter: a leak was detected 2 days after the surgery. The leak was repaired in a subsequent procedure. There was torn part on lung tissue, 1 cm from where the duet was applied.

Manufacturer narrative:
(B)(4).